Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there an increased impedance on the left ventricular (lv) lead. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.